Manufacturer narrative:
(B)(4)

Event description:
It was reported there was an issue that was due to the usb to db9 serial adapter cable. The issue was manifesting as communication difficulties with vns generators when used with the full programming system. Replacing the serial adapter cable reportedly resolved the communication issues. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.